Event description:
Abnormal chest x-ray; on (B)(6) 2021 I went to (B)(6) for a chest x-ray and bloodwork for upcoming surgical clearance. Later that day I was contacted and told that my chest x-ray had changed from a prior chest x-ray. The report states "new mild medial left lower lobe interstitial prominence noted" and "mild reticulation of the left lower lobe." I am scheduled for another chest x-ray on (B)(6) 2021. In addition I had bloodwork which reflected a high value on the eosinophils of 4.5% where the standard range is 1.0-3.0%. This report is being done due to concerns over the use of the philips respironic dreamstation machine which is required due to a stroke and sleep apnea. FDA safety report ID# (B)(4).